Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed as the grippers were able to be raised and lowered without issue. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. It is possible that the users mishandled the device or that the device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to lower the gripper arms. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during the grasping attempt, the grippers could not be lowered, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the grasping attempt, it was observed that the grippers could not be lowered. The cds was removed with the clip attached, and the device was replaced. One clip was implanted, and the mr was reduced to less than 1. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.